Event description:
It was reported that during a hepatectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Opened the device manually with big force. There were no adverse consequences to the patient. No additional information can be provided. The jaw was locked on the artery, and the surgery prolonged for over 30 min.

Manufacturer narrative:
(B)(4). Date sent 10/22/2024. D4 batch #838c27. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with shrouds and pcb damaged and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. The manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. After further inspection, it was noticed that the pawl bailout was out of position, resulting the bailout system unfunctional. No more functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bailout system is potentially related to a manufacturing process. The shrouds and pcb was damaged due to the external force, no conclusion could be reached as to what may have caused "would not reverse knife automatic" and "would not reverse button force" since the pcb was damaged. Regarding the partially fired reload, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number 838c27, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished psee60a, with lot/batch number c9dk9w, and no non-conformances were identified.